Manufacturer narrative:
Additional information was received confirming a revision procedure was performed and this lv lead was removed from service and replaced. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented with a shooting pain across her chest. System evaluation showed this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms with no capture at maximum device outputs. The lead was reprogrammed from lv tip to right ventricular (rv) coil for pacing and lv tip to lv ring for sensing which produced good impedance and threshold measurements. Sensing measurements had always been within normal limits. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.